Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. However, based upon the information provided, this incident most likely occurred as the result of improper securement of the sutures or the stomach was inadequately pulled to the abdominal wall. Proper placement instructions are provided with each device per our instructions for use.

Event description:
These are new to the hospital, but the physician has used the suture anchor sets some over the past 6-7 years. They had a problem with the anchors. The physician placed and thought the anchors were tight and anchored to the body. They then went to place g-tube by dilating with 10fr, 12fr, 16fr, 20fr and 22fr dilator and then placed 26fr peel-away for placement of a 22fr g-tube (another manufacturer), after placement of g-tube, they shot contrast and noted the catheter was in the peritoneum, not the stomach. The patient was transferred to surgery and the surgeon noted all four of the t-fasteners were inside the patient's abdomen. Surgeon indicated there were a couple of holes in the stomach wall. The physician felt the sutures failed. The patient had no additional complications.